Manufacturer narrative:
Additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:  if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following day after the case, central sterile found that the spring around one of the bottom posts on the size 7 fixed bearing articulating surface had come off. Instrument worked fine during the case. Central sterile had both of the broken pieces indicating it likely broke after the case was over.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.